Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A clinical study patient reported via phone call that they experienced a high blood glucose level of 460 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with the insulin pump. The customer reported having issues with the insulin pump leading to the high blood glucose that included staying in auto mode. They also reported issues with the sensors. Troubleshooting was provided. The insulin pump will not return for analysis.